Manufacturer narrative:
At the time of this report, the results of the device evaluation are not available. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: during intubation of a pt, it was noticed by anesthesiologist that device was mislabeled as "left" when in fact it was a "right". Device had to be replaced with a correctly labeled one. No pt injury reported.